Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A search of the medtech orthopaedics (nc) quality system found no nc¿s associated with this product/lot (product code: 473440015, lot - 10474c3) combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a search of the medtech orthopaedics (nc) quality system found no nc¿s associated with this product/lot (product code: 473440015, lot - 10474c3) combination.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d10. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient was infected and needed to be washed out and put a new liner and head in with antibiotics. Doi (B)(6) 2025, dor (B)(6) 2025, affected side- unknown hip.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.